Event description:
On (B)(6) 2010, pt reported hypoglycemia, which resulted in a motorcycle accident on (B)(6) 2010. Pt woke in the morning on the day of event and blood glucose was 296 mg/dl. Pt ate breakfast and bolused as a correction and to cover her meal. Pt cannot remember how much she bolused. Pt left on her motorcycle and had an accident approximately 1 hour later. Lifeline responded and blood glucose was 32 mg/dl when they arrived. Infusion device was removed. Pt was unconscious until (B)(6) 2010. Pt then developed a staph infection and her organs shut down. Pt was in a coma until (B)(6) 2010. Pt has been discharged and is now at home. Pt was not using infusion device at time of call and reported her physician will probably restart infusion device in the future. Insulin cartridge and infusion set were changed on morning of event. Adapter and battery were being used per specification. Basal rates and time were programmed correctly. Pt did not prime with the infusion device connected. There were no changes in diet, medication, or lifestyle. Infusion device was not dropped or damaged before accident. There was no exposure to liquid or moisture. Infusion device was replaced and requested for eval.